Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the device was shocking the patient and it could not be turned off. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review indicates that (B)(4) also applies to this event. If information is provided in the future, a supplemental report will be issued.